Event description:
The account alleged the bed had no functions and the cord for the hand pendant had bare metal wires exposed. No pt impact.

Manufacturer narrative:
The account replaced the hand pendant to resolve the issue.